Event description:
Lap chole - "clip applier failed to close clips correctly. Staff tried to open another epix clip applier after first occurrence, but it did the same thing and failed to close clips properly. They then tried to open another epix clip applier for the same case and it also failed to close clips properly. They did save the last clip applier they open that was not clipping properly and this is the one I'm sending for analysis. When I fired the clip applier off myself, I observed that it was not loading the clip correctly either."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.